Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Two pictures and a sample was received for evaluation. In the pictures, you can see a fluid warmer; however, due to the quality of the photos you cannot see any damage or defects that would prevent the product from functioning properly. The returned sample was received decontaminated without its original package. The returned samples were visually inspected under normal conditions of illumination according to the procedure. Visual inspection revealed that no damage, defects, or discrepancies were found in the sample. During functional testing, the sample was leak tested by introducing water into the product with the help of the level system 1000 equipment. The sample have passed the test successfully, no sample leakage or discrepancy found thus, the failure mode report is not confirmed. No actions taken.

Event description:
It was reported the device was being primed and leakage was noted at the connector. No adverse effects reported.